Event description:
The ponsky non-balloon repl as placed in 04 and was maintained by the patient family. In 05, the feeding tube was removed but dome detached during the process. The dome was not retrieved and remains insitu.